Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer (patient¿s daughter) regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown). The indication for use was unknown. It was reported that the patient¿s pump is empty. It was stated that the patient was visiting her daughter and they need to find somewhere to refill it. It was reported that the patient was extremely sick. No further information was provided.